Event description:
A device was returned to a third-party service center in reference to a thermal allegation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of pca burnt. During the evaluation, pca was found burnt.